Manufacturer narrative:
The ipg and lead (sc-1132 and sc-8216-50) involved in the event were returned to bsn. Device analysis were not performed as there were no indication that the devices caused the event.

Event description:
A report was received that the patient¿s dura was torn during a permanent implant procedure. The physician was unsure how the dura puncture happened, but stated that he could have torn the dura while placing the passing elevator. The procedure was aborted. The patient had dura patch and was reportedly doing well.

Event description:
A report was received that the patient¿s dura was torn during a permanent implant procedure. The physician was unsure how the dura puncture happened, but stated that he could have torn the dura while placing the passing elevator. The procedure was aborted. The patient had dura patch and was reportedly doing well.